Event description:
The iab leaked. Blood was noted back into the sys 97 pump and the iab was removed. A second iab was inserted into the pt. On 6/9/98, the following was reported to datascope: the nurse saw blood pouring down the catheter. Blood was sucked all the way into the console. The nurses tried to fill the balloon once but they were unable to. The perfusionist was called and they were instructed to turn off the pump and call the surgeon at once. It was unk if there was pt injury or complication as a result of the event on 4/30/98. The pt was in critical condition after the event. Another iab was inserted into the pt. [Event complications]: unk-reported 4/30/98 and 6/9/98. [Pt's current status]: critical-rpt'd 6/9/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.(this follow-up MDR was mailed to the FDA on 7/8/98).